Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "dr (B)(6) was doing an mis case. He went to trial for the navigator with a size 14. He tried to turn the trial like a paddle distractor to get into the disc space due to small entry point, but large disc space. I stated that trial is not meant to go in that way, but he could try it. The trial broke with very little turning right at the neck of the trial and was stuck in the pt's disc space. Dr (B)(6) then has to put in screws and distract while using penfields to try to pry out the trial. After trial was recovered, he then went to insert 15mm navigator implant. After he used mallet three times, the interface between inserter and implant broke and he had to pry out implant of disc space as well because he could no...